Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv defib and svc impedances jumped from 37 to greater than 200 ohms. It was later reported that the high voltage lead had high thresholds and a possible lead fracture. The svc and high voltage leads was capped. No patient complications have been reported as a result of this event.